Manufacturer narrative:
Event dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction, thrombosis, cerebrovascular accident and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s) of myocardial infarction, cerebrovascular accident and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional xience device is being filed under a separate medwatch report number. The additional adverse patient effect of death is being filed under a separate medwatch report#. The UDI is unknown as the part and lot numbers were not provided. Article: differential prognostic effect between first- and second-generation drug-eluting stents in coronary bifurcation lesions patient-level analysis of the korean bifurcation pooled cohorts.

Event description:
It was reported through a research article identifying unk xience and xience v that may be related to the following: death, myocardial infarction, revascularization, cerebrovascular accident, and stent thrombosis. Specific patient information is documented as unknown. Details are listed in the article, titled: differential prognostic effect between first- and second-generation drug-eluting stents in coronary bifurcation lesions patient-level analysis of the korean bifurcation pooled cohorts.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.